Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The tse reviewed the logs, confirmed the issue and advised to cancel memory the endoscope had on the usm. The customer power cycled the system and proceeded with the case. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the operation room (or) staff contacted the intuitive surgical, inc. (Isi) technical support engineer (tse) to report whenever they would install the endoscope, the endoscope would flip upside down. The tse reviewed the logs but found no related issue. The tse explained the flipping was due to a guided tool change (gtc) and instructed staff to cancel the memory the endoscope had on the arm. The customer stated they were in the middle of a power cycle at the time and confirmed when the system came back up and the issue had been resolved. The procedure was completed.